Event description:
It was reported via repair work order that the cot straps are torn and are unable to properly secure the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.